Event description:
Rita machine was used during a surgical case. Reportedly, patient arrived to or with red blotchy skin to right lateral thigh. Grounding pads were placed on the right and left anterior thighs. Pads removed at end of case without any changes in skin noted. Upon arrival to sicu, blisters were noted to right lateral thigh. Area cleansed and dressing used. Patient discharged to home. At follow-up appointment, area was scabbed over, without signs of infection. Unable to determine if blisters were related to rita machine.